Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment screw fractured. Screw has been removed. Implant is intact.

Manufacturer narrative:
One gold-tite hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is worn from use. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified. Biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20 ncm. A root cause for the complaint could not be determined. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.